Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that unable to charge the pump using the tandem-provided usb charging cable and wall power adapter . During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully and that customer was able to successfully charge the pump using a secondary usb cable and wall adapter . There was no adverse impact to the customer¿s blood glucose level.